Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis and the customer reported complaint was confirmed but not replicated as having occurred in the field. The system recorded error 23062 pointing to phase 3 motor on axis 3. The universal surgical manipulator (usm) was tested on an in-house system in normal mode with an triggered errors. The usm also was tested on the patient side cart (psc) fixture test platform (pftp) where all test passed. As a precaution, the insertion stator will be replaced.

Event description:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer disabled the arm#1 during the last part of the procedure. The system functionality was checked upon the system being powered on and the system powered on with no errors.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The distal set-up joint (suj) was analyzed. The reported error was confirmed via logs, but was not replicated during testing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal surgical procedure that there were constant faults with arm 1. The intuitive tech support engineer (tse) viewed the system logs and confirmed multiple errors against universal surgical manipulator (usm) 1. The customer stated that once the usm faults, it locks up, and they have to disable the usm and restart the system. The procedure was completed with no reports of patient injury. Intuitive surgical inc.(isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced universal surgical manipulator (usm) 1 and the usm 1 outer distal set-up joint (suj). A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The usm was returned, however, the analysis is still in progress. Follow-up MDR will be submitted with analysis findings.